Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the left-brain lead was replaced. The physician had assessed that the lead needed to be more optimally placed to provide better programming options to the patient. The patient was doing well post operatively. The explanted lead was disposed at the facility and was not returned to bsc.